Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. Reason for reoperation: "exploded" (rupture).

Event description:
Healthcare professional reported "exploded". Healthcare professional later reported patient "was rear ended by another car and was the passenger and had [a] seatbelt on". The device has been explanted and replaced. This record is for the left side. Device was explanted and replaced.

Manufacturer narrative:
Device evaluation: the device related to the reported event of rupture was received on jul 03, 2025, with lot number 3681701. Based on the product analysis performed, the assessments of the complaints are: rupture: observed, broken assessed as surgical damage. No additional observations performed on the device. No further actions are required.

Event description:
Healthcare professional reported "exploded". Healthcare professional later reported patient "was rear ended by another car and was the passenger and had [a] seatbelt on". This record is for the left side. Device was explanted and replaced.